Event description:
Adverse event - dental instrument broke off during procedure. Pt was healthy prior to incident. Pt required additional treatment/surgery after incident. Approx two days later, the surgical area became infected causing the pt a lot of pain and additional care.

Manufacturer narrative:
Microscopic visual performed for process defamation or metallurgical anomalies - no anomalies observed.